Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that external switch for power supply above power cord was turned off which  caused batteries not to charge, turned switch to the on  position and  batteries started to charge. Performed and passed all functional and  safety tests to factory specifications. Cleared  for clinical  use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by mike miner, the cs300 unit batteries was not charging. There was no patient involvement .